Event description:
One female patient with discrepant hcg result. Initial result reported, patient not adversely affected. Initial result 14.37 iu/ml, same sample repeated negative on screening test (alternate methodology), same sample repeated <0.500 is/ml again on original analyzer. Field service rep unable to determine root cause. Performance tests were performed.